Manufacturer narrative:
D9: product received date 2/28/2025. H3: one device was returned for repair with complaint that the device had error code 1660, then alarmed error 1660. There were no previous services reported. Review of event log found alarming with error code. Visual/functional testing was performed. The complaint was verified by functional testing. The cause is the printed wiring assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 1660, then alarmed error 1660. There was no patient involvement, and no patient harm/adverse event reported.